Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the continuous glucose monitor (cgm) low blood glucose (bg) alert would not declare. Customer's blood glucose level ranged from 69-72 mg/dl. During troubleshooting tandem technical support is was determined the cgm low alert did occur. Despite findings, customer still alleged that cgm alert was not functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.